Manufacturer narrative:
UDI number: (B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00595 thru 3012447612-2018-00599.

Event description:
It was reported the threads of five closure tops were damaged during surgery. The closure tops were removed and replaced with an alternative closure top to complete the procedure without reported patient impacts. This is report four of five for this event.

Manufacturer narrative:
Additional information: (ethnicity) and (methods, results, and conclusions) - the device was not returned so an evaluation was unable to be performed, no results are available, and no conclusions can be drawn. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.

Event description:
It was reported the threads of five closure tops were damaged during surgery. The closure tops were removed and replaced with an alternative closure top to complete the procedure without reported patient impacts. This is report four of five for this event.